Event description:
Allegedly product has an expiration date on the box of 02/09, but was showing expired in 2012 in (B)(6).

Manufacturer narrative:
Reopened to file reportable malfunction MDR based on risk assessment ref #(B)(4).